Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, a stored episode of far field r-wave oversensing on the atrial channel was seen. The patient did not receive therapy during the oversensing. Programming changes were discussed. No additional information was reported.

Event description:
New information available on 8/28/2018 states that the patient condition was stable.